Event description:
The date of explant is (B)(6) 2017.

Manufacturer narrative:
Concomitant product(s) the following device therapy date is unknown: model: 3183, scs lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost effective stimulation coverage and was experiencing uncomfortable pain in the back. The physician observed the patient's back and concluded an issue with the lead and extension connector site. It was also noted the patient is very lean. Diagnostic testing revealed invalid impedance measurements. Reprogramming did not provide resolution. In turn, surgical intervention was undertaken. During the procedure, diagnostic testing revealed the patient's extension was exhibiting invalid impedance measurements. As a result, the patient's extension was explanted and replaced which resolved the issue. Exact explant date and device information is unknown at this time.